Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this patient had sequels of an ischemic stroke. According to the report, the customer felt that the implant was inadequately designed because on placement, the edges of the bone defect were found not to conform to the edges of the implant. As a result, the implant had to be remodeled before it was finally placed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.